Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received insulin flow blocked alarm. Customer¿s blood glucose level was 94 mg/dl. Customer did assisted with troubleshooting however, after manually pushing the plunger insulin did not exited out. The product will not be returned for analysis.